Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 18 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of admission. The customer was given a glucagon shot to treat. The customer experienced symptoms such as incoherence, loss of movement control, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated this was a past event and they were using a different pump. The customer believes he had given himself too much insulin before bed. The customer had a stroke due to low blood glucose. The insulin pump will not be returned for analysis.